Manufacturer narrative:
(B)(4).

Event description:
Received info reporting the pt felt paresthesia in the hands and feet after having an EKG. No info was provided as to when the EKG was done or if these symptoms are part of the pt's underlying condition. Add'l info has been requested and if received, a f/u report will be sent.